Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the reading of the blood pressure is abnormally very high. The device was not in use on patient at time of event; there was no adverse event reported.